Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Due to a leak from the cap piercer, dilute wash concentrate was pooling in the caps of the tubes. The probe sampled some of the fluid on the top of the tube, causing the false high k and suppressed na, cl, and co2. (Wash concentrate contains k, which explains the high k result). A field service engineer (fse) was dispatched and replaced the cap piercer. A leak from the cap piercer and the sample probe aspirated the diluted was concentrate is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that unicel dxc 600i synchron access clinical system generated one false high potassium (k) result of 7.7mmol/l. The customer indicated the sodium (na), chloride (cl) and carbon dioxide (co2) results were suppressed. Upon repeat the k result was 3.9mmol/l. The false high result was not reported out of the lab. Patient treatment was not affected.